Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
Lateral mass screw was inserted as per standard technique (pre-drilling). As the screw was driven into the bone, the screw shank broke away from the head of the screw. The screw shank remained in the patient. The remains of the screw were returned.